Event description:
The device was used during an unspecified procedure. Reportedly, the instrument safety locked and the device did not fire. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.